Event description:
Covidien rec'd info stating that the ventilator screen was blank and the keypad was unresponsive. When the unit was left connected to the alternating current power w/o ventilating, it was noticed that the gas output port was too hot. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).